Manufacturer narrative:
The field service engineer replaced the heat cut filter. He noted that the photometer was at a 10,000 level so he replaced it with a new lamp. He ran a cell blank. He also found that the sample probe was misaligned with the rinse station causing incorrect washing of the probe. He then adjusted the probe in all locations. He verified that the laundry function, water levels, gear pump, mixers, and laundry probe springing were within specifications. The customer performed calibrations and qc with successful results. A precision check was performed with successful results. The investigation determined that the event was due to insufficient service maintenance (misaligned sample probe in the rinse station not washing correctly).  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results from three patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two examples of discrepant results. The initial result was not reported outside of the laboratory. Sample 1 the initial result was 53.5 g/l. The repeat result was 72.6 g/l. Sample 2 the initial result was 40.2 g/l. The repeat result was 73 g/l. The reagent lot number is 689516. The expiration date was requested but not provided.